Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, a clip deployed but did not detach properly. It clicked into place but would not unlock from the delivery system. A thin layer of mucosa was affected, and the clip was safely removed. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.